Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 was failed. A field service engineer (fse) verified the issue with the main half-height drawer 3.1 but was initially unable to pinpoint the root cause. The rear control board (151622¿01) was checked using a multimeter and found to be within tolerance. The fse then replaced the road board cable, but the issue persisted. With support from specialist, the fse changed the retractor, yet the problem remained unresolved. Subsequent steps included replacing the drawer board controller and the drawer tray. After performing a proper reboot, the fse conducted a final test to confirm the repair, with supporting pictures and feed provided for documentation. After that the pharmacy tech was able to inventory and recover main half height drawer 3.1. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 was not opening and failed to recover. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 was not opening and failed to recover. The customer rebooted the station but still issue persist. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.